Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was checked as the physician was concerned on its pacing and was found to be dislodged. Moreover, lv was oversensing something that did not appeared to be ectopy. Non invasive options were attempted on different lv sensing configuration or turned off lv sensing. The field representative will have discussion with the physician. This lv lead remains in service. No adverse patient effects were reported.